Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of fusiform 55 mm in diameter and 88 mm in length abdominal aortic aneurysm. The proximal aortic neck is 17 mm in diameter and 44 mm in length. The patient has a narrow terminal aorta. It was reported that on an unknown date, post-operative follow up confirmed left limb occlusion both at distal side of the proximal neck and at the terminal aorta. A CT showed symptom of intermittent claudication. The patient has not been treated to date. The patient is currently being monitored. No additional clinical sequelae were reported and the patient is fine. The physician commented that this was a case of a narrow terminal aorta that should have been treated more carefully. Preventive measures should be given to the patient for the future.